Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: a review of the black box showed no evidence of an intermittent power event. The battery cap was not returned. All testing was performed with a test battery cap. The pump powered up with a test battery cap to an audible tone, vibration alert, and a blank display. No evidence of moisture contamination was found inside the battery compartment. The pump case was removed to find the display screen cracked in multiple places. The alleged intermittent power issue was unable to be adequately investigated due to the blank/damaged display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.